Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event was reproduced. The probably cause was most likely attributed to failure of the printed circuit boards. However; a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had circuit board failure, no image issue. The issue occurred during an unspecified event. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.